Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient that was lost to follow-up presented with no battery data during interrogation. Monitoring the device battery through magnet or considering device replacement was suggested. No further information is available.